Event description:
Routine surveillance identified a poster abstract to be presented at the 26th european musculoskeletal oncology society meeting (emos), 29-31 may 2013; titled 'complications associated with the artificial bone graft substitute genex' (poster ref p15:106), which reports, inter alia, 'revision surgery due to severe skin damage'. The poster suggests the damage is caused by genex.

Manufacturer narrative:
This is an initial report, as biocomposites as the MFR are awaiting additional case details. The information provided to date is inconclusive. Multiple products have been used and clinical details are unclear. An update to this report will be submitted on receipt of additional information.